Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon difficult to inflate. The funnel area, not the balloon, inflated upon injecting the water. Per additional information received via email from the ibc on 15sep2020, there was no visual damage observed to the returned sample, and no patient injury reported.

Event description:
It was reported that the catheter balloon difficult to inflate. The funnel area, not the balloon, inflated upon injecting the water. Per additional information received via email from the ibc on (B)(6) 2020, there was no visual damage observed to the returned sample, and no patient injury reported.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Sample has been evaluated and observed the exterior of the sample and did not find any evidence of a failure that would support the reported event. Catheter can be inflated and deflated without difficulty. Dissected the catheter and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." Correction: d10.